Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time and data was incorrect. A technical support specialist dialed into the station to perform a database shrink and the station was identified as having a maintenance issue and completed steps as per knowledge article (device time is incorrect) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was showing incorrect date and time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.